Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional upon receipt. Monitor: 11/2011 - reuse; electrode belt: 01/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) male patient was treated. The lifevest delivered an inappropriate treatment at 23:11:01. High-rate atrial flutter (192 bpm) contributed to the false detection. The response button were used briefly, but the patient did not press the response buttons immediately prior to the treatments.